Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised critical therapy remained available.

Event description:
It was reported that the patient reported an unspecified issue post radiation treatment. Post radiation treatment the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted be beep three times. Data was sent to boston scientific technical services (ts) for review. Additional information was received that ts reviewed the data. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. Ts noted that this is a normal occurrence with exposure to radiation therapy. It was also noted that the device is operating normally after the resets and critical therapy remains available. The s-ICD remains in service and no adverse patient effects were reported.